Event description:
It was reported that the patient had their device explanted due to infection on an unknown date. As the infection occurred over 2 years ago, there were no further details provided. The patient was currently doing well.

Event description:
Additional information received reported that the patient had a (B)(6) infection. It was noted that the 'infection lead to the system explant'. The patient received a new implant.

Manufacturer narrative:
Extension model 7482a51 serial# (B)(4) implanted: explanted: unk. Titan anchor 3550-05 lot# n23947 implanted: unk explanted: unk. Lead model 3389s-40 lot# v436025 implanted: unk explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).